Event description:
It was reported that suture placement in the vein was attempted with a prostyle device using the pre-close technique prior to a pacemaker interventional procedure. Reportedly, an issue occurred while deploying the device. The sutures of two new prostyle devices were successfully pre-placed. After the interventional procedure, hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.